Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch bi-directional navigation catheter and developed a cardiac tamponade. The patient was stabilized. The complaint device was returned to bwi on 4/10/2015, and analysis is complete. The returned complaint device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3 functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. Furthermore, the catheter was tested for electrical performance, temperature response and stockert compatibility. The thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section. The catheter failed during thermocouple test; however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter and developed a cardiac tamponade which required open heart surgery to repair. The patient was stabilized and was transferred to the ccu for observation. There is no claim of device malfunction, which might suggest that the complication was possibly procedure related and not a malfunction of bwi product. This adverse event is considered to be serious and MDR reportable. The complaint device was discarded by the customer.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) of lot# 17048081m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: ser# (B)(4); stockert generator: ser# (B)(4); cool flow pump: ser# (B)(4); lasso catheter: cat# d134301, lot# 17001425. (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.